Event description:
A patient underwent an index cardiac ablation procedure on (B)(6) 2025 for paroxysmal atrial fibrillation (paf). On (B)(6) 2025, patient experienced hematoma (adverse event #1) after the procedure with a vizigo sheath. The hematoma was categorized as mild and not serious. The relationship with the vizigo sheath was reported as ¿possible¿ related. The relationship with the study/index procedure was ¿possible¿ related. The outcome of the hematoma was recovering/resolving. No intervention was performed. The hematoma is considered not serious. No medical or surgical intervention was required. No indication that the event is life threatening and the event does not result in permanent impairment of a body function or permanent damage to a body structure and there was no report of prolonged hospitalization. On (B)(6) 2025, it was reported that the patient experienced temporary loss of sight (adverse event #2) after the procedure with a varipulse catheter. The adverse event was categorized as mild and not serious. The relationship with the varipulse ablation catheter was assessed as ¿not¿ related. The relationship with the study/index procedure was reported as ¿possible¿. The patient¿s outcome from this adverse event was reported as recovered/resolved with an end date of (B)(6) 2025. No intervention was performed. Total ablations performed were 11-15 in the pulmonary veins.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-dec-2025, additional information was received indicating the patient¿s outcome from the hematoma was resolved with end date of (B)(6) 2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
A patient underwent an index cardiac ablation procedure on (B)(4) 2025 for paroxysmal atrial fibrillation (paf). On (B)(4) 2025, patient experienced hematoma (adverse event #1) after the procedure with a vizigo sheath. The hematoma was categorized as mild and not serious. The relationship with the vizigo sheath was reported as ¿possible¿ related. The relationship with the study/index procedure was ¿possible¿ related. The outcome of the hematoma was recovering/resolving. No intervention was performed. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31630645l and no internal action related to the complaint was found during the review. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).